Event description:
The complaint received states, the genesis stent on sds (stent delivery system) had resistance to removal of the sds balloon after deployment, and the resistance caused stent migration from the target lesion site. The pt was a female infant age in months unknown with hypoplastic left heart syndrome (hlhs). The target lesion was the foramen ovale described as a two-stage stricture. As bas (balloon atrioseptostomy) was ineffective for the narrowing of the foramen ovale, stenting was attempted. Per the account, "the genesis 6x12mm stent was placed in the atrial septum, as the forced dilatation attempt with the balloon was ineffective. Though stenting of the atrial septum requires dilation of approximately 8-10mm, in this case the sds balloon was only inflated up to 6mm, as the patient's atrial septum was a two-stage stricture and maximum dilatation could not be expected." When the balloon was pulled back post implantation of the stent, both the balloon and the stent were almost pulled back into the right atrium. The stent itself was deployed, but was implanted in an unstable position. The balloon was then pushed forward again to the left atrium.

Manufacturer narrative:
Removal of the balloon was attempted again, but the stent edge caught in the balloon, and the stent fell from the target site back into the right atrium completely free from the sds. The stent was then was pulled back into the superior vena cava (svc) using the guidewire. Another balloon was introduced in an attempt to implant the stent into the svc, however, the svc had a very small diameter, less than 6mm. After the stent was dilated, to unknown pressure and dimension, and implanted in the svc, the second balloon was easily removed. Then a diagnostic catheter (detail unknown) was delivered to the svc for removal of the guidewire. The diagnostic catheter "touched the stent" and again the stent was dislodged into the right atrium. Eventually, the fallen stent was retrieved from the right atrium by open chest surgery. Surgical treatment for atrial septal defect and pulmonary artery banding (pab) were performed at the same time, and the pt is in stable condition. The physician noted that this was not a malfunction of the device, but due to the difficult nature of the patient's anatomy. The device was not returned for analysis. A review of the device history records associated with this final lot presented no issues during the manufacturing process that can be related to the reported complaint. Stent migration is a known potential adverse event associated with stent implantation procedures and the IFU (instructions for use) states, "to assure full expansion, inflate to at least the recommended nominal pressure as shown on the label." Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. In this case under-expansion, done intentionally secondary to the patient's difficult anatomy, may have precipitated the device interaction causing the resistance to withdrawal and ultimately to the stent dislodgement.